Event description:
The customer contacted beckman coulter (inc (bec) to report manual probe of the lh 500 instrument leaked of approximately (2-3) drops of bloody diluent. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. No exposure (splashed or spayed) to mucous membranes or open wounds was reported. No death, injury or change to patient treatment attributed or associated to this complaint. The customer did not seek medical attention. On (B)(4) 2011, a bec field service engineer (fse) noted a secondary mode probe was bent. Fse repaired existing secondary mode probe and aligned secondary mode rinse block and no further evidence of leak was noted. Root cause for the leak was a bent secondary mode probe.

Manufacturer narrative:
(B)(4).